Event description:
It was reported that an unknown surgery was performed in 2001. Patient presented in 2002 with spitting sutures and granuloma/foreign body reaction. The sutures were removed surgically.